Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: nephrectomy. According to the reporter: during removal of the bag from the patient the bag tore away from the ring. Another of pouch had to be used to continue the case. No patient harm reported or significant delay in surgery.